Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak of bluish fluid under the mixing chamber on the coulter lh 750 analytical station. The volume of the leak was reported as 2cc and the leak was not contained. The customer also reported receiving aperture voltage below limit and faulty sensor error messages. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The material safety data sheets (msds) were not reviewed. There is an exposure control plan at the facility. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) spoke with the customer by phone and determined the rinse line which provides diluent and rinse to the differential mix chamber had a pinhole sized leak at the differential mixing chamber fitting. The customer replaced the rinse line tubing to resolve the leak. The fse verified the error messages were not related to the leak, but were related to the instrument running a cassette with no samples by the customer. Cause of this event was that the rinse line had a pinhole size leak at the fitting to the differential mixing chamber. Per additional information, the instrument was due a preventive maintenance (pm) service which has been completed and all tubing associated with the differential mix module have been replaced. (B)(4).